Event description:
Dealer stated, "the hydraulic pump is slowly dropping the patient, is not holding the patient in the raised position."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9805, serial number/date code and age of product are unknown. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the 9099 hydraulic pump on the 9805 hydraulic lift is allegedly not holding the end user in the raised position the pump is allowing the end user to be slowly lowered. The pump is being replaced on warranty order # (B)(4). The age of the product is unknown as the serial number supplied is invalid. The dealer stated that the end user has been utilizing this product for 2 months. No injury alleged.